Event description:
A revision procedure was performed. It was noted there was no anomalies during the previously follow up and no lead fracture visible on x-ray. Upon removing the lead with a laser visual inspection noted that the lead insulation turned black near the suture sleeve and it appeared that the suture sleeve was melted around the insulation. The physician believed there was added stress on this right ventricular lead since the implant as the lead was inserted from the outside of the thoracic cage as it was difficult to pass the lead through the subclavian which had stenosis. The device was also removed, and no arc marks were noted. The system will be returned. No adverse patient effects were reported.

Event description:
Additional information provided noted that the device will not be returned.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular lead showed out of range pacing impedances and shocking impedances. A lead fracture was suspected. It was noted that inappropriate shock was delivered due to noise/oversensing. The device had emitted beeping tones due to abnormal lead impedances. The system will be replaced. No adverse patient effects were reported. Additional information received noted that a data disk was sent for review to technical services. Technical services confirmed that the pacing and shock impedances were out of range. It was also noted that on the device stored electrocardiograms noise on the shock and pace channel was noted. The device delivered two inappropriate shock due to the noise. It was noted that the noise pattern is consistent with either a connection or a lead fracture issue. As the system has been implanted since 2011 a lead fracture was suspected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon return and analysis this investigation will be updated.